Event description:
Pt presented to the ER after receiving several inappropriate shocks from her ICD. While hospitalized, it was noted that she had episodes where she did not pace. This was consistent with a lead fracture.